Event description:
The provider states the motors on the chair have gone out again. He states the grease is coming out of the axle. He states the unit is giving the motor fault code and the motors are locking up. No injuries noted and the provider states she weighs less than 200 lbs and is a double above the knee amputee.